Event description:
It was reported that the 5.0x12 nc trek dilatation catheter was inflated twice, at 10 atmospheres and 12 atmospheres respectively, in the mildly calcified and mildly tortuous lesion in the left anterior descending coronary artery; however,the balloon would not deflate. Resistance was met when the inflated trek was attempted to be removed from the guide wire. The trek, guide wire, and guide catheter were removed together as a single unit. Vessel access was regained and the procedure completed. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon deflation issue and resistance with the guide wire on removal were confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.